Event description:
It was reported, to medtronic minimed. That the customer, experienced occluded, rewind anomaly, no delivery/occlusion alarm, keypad/button unresponsive/button error. Possible temporary vent blockage. The customer reported, no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-864a. Troubleshooting was not performed. Customer reported, insulin squirting out/dripping out, during fill tubing process. Customer reported, insulin flow blocked alarm. Customer reported, a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a, no product return is required for mmt-1884, no product return is required for mmt-864a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. All buttons function properly. No rewind anomaly noted during testing. No rewind alarms noted in the pump memory. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2024 08:36:53.000 in pump downloaded history. Moisture damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Rewind anomaly not confirmed during testing. Unspecified alarm not confirmed. Cosmetic damage to the battery compartment was confirmed. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.